Event description:
It was originally reported that the pt was having their device replaced due to end of service. The explanted generator was returned for analysis, which found that the r35 resistor was exhibiting an out of limit pulsing current, which could potentially affect the consumption rate of the generator battery, however, based on battery life analysis, the eos was an expected event.